Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2009, the plaintiff was implanted with an "ams large pore polypropylene y mesh" to "treat pelvic organ prolapse and/or stress urinary incontinence and/or rectocele and/or other conditions". It was alleged that the plaintiff has "suffered "severe injuries and complaints including but not limited to pain, scarring, adhesion, urinary and bowel dysfunction, infection and/ or inflammation, foreign body reaction, erosion, contraction, hardening, nerve and soft tissue damage, inability to engage in chosen and necessary activities, potential for add'l surgery, and loss of enjoyment of life". It was also alleged that the plaintiff "suffered and/or is expected to suffer" "mesh erosion", "hardening", "chronic pain", "was caused or in the future will be caused to suffer severe personal injuries, pain and suffering, severe emotional distress", and that the plaintiff has had other injuries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.